Event description:
It was reported that a submitted electrogram (egm) showed a likely loss of capture of two consecutive beats on the right ventricular (rv) channel of this device. Boston scientific technical services (ts) suggested the device be evaluated in-clinic to confirm loss of capture and determine the cause. No adverse patient effects were reported. This rv lead remained in service for years and was eventually explanted due to unspecified reasons and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a submitted electrogram (egm) showed likely loss of capture of two consecutive beats on the right ventricular (rv) channel of this device. Boston scientific technical services (ts) suggested the device be evaluated in-clinic to confirm loss of capture and determine cause. No adverse patient effects were reported. This device remains in service.